Event description:
Complainant alleged that during functional testing, the device failed to power on. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty capacitor on the analog board.